Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: states leaking at stopcock, caresite micro difficult to remove, hard to put on, blood at base of caresite micro on lab draws. Detailed inquiry description: set up below demo- states leaking at stopcock, caresite micro difficult to remove, hard to put on, blood at base of caresite micro on lab draws.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, it was observed that the caresite was securely connected to a stopcock, which was in turn attached to an extension set. No damages or manufacturing faults were observed or identified from the photo. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.